Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated that their device was causing them heart failure. Technical services (ts) reviewed and discussed basic device function as well as referred patient to their physician. It was also noted that a shock was delivered. This device remains in service. No adverse patient effects were reported. Additional information was received stating that this patient was experiencing shortness of breath (sob). No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated that their device was causing them heart failure. Technical services (ts) reviewed and discussed basic device function as well as referred patient to their physician. It was also noted that a shock was delivered. This device remains in service. No adverse patient effects were reported.